Event description:
It was reported that the patient had deep brain stimulation ¿done¿ in 2010. It was noted that after the leads and batteries were place that the patient had ¿great after surgery response and was without dystonia and able to be more mobile.¿ it was further noted that once the voltage was turned on ¿everything went downhill.¿ it was noted that the patient was falling, had increased tremors, and "continued to take medication which would work sometimes but not like they would on a normal parkinson¿s patient.¿ it was noted that adjustments were attempted multiple times. It was noted that the patient turned the batteries off at that time. It was noted that the patient "was "in a deep depression, was losing pounds and was unable to work." It was further noted that the patient's health declined severely. It was noted that ¿whatever disease he had, it took his life¿ in 2013. It was noted that the patient had fallen so many times, ¿every time the doctor would turn up the voltage to the point where he would ask the doctor if he thought the wires had come loose.¿ it was further noted that the doctor said ¿it had nothing to do with the wires, they were fine.¿ it was noted that ¿we were not notified of the recall of the leads that was announced.¿ it was further noted ¿since the patient had a good after-surgery response with no leads attached at that point, the doctors gave him encouragement it would help. It was noted that "once the leads and the batteries and the voltage went on it was a disaster and disabled the patient.¿ see attached medwatch.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010. Product type: lead. (B)(4). Reference medwatch # (B)(4).